Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to a fungal infection. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, route and frequency were not reported). At the time of this report, the patient had not recovered from the event. Pd therapy was withdrawn during patient treatment. No additional information could be provided because the reporter declined follow up.